Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that iol explantation was required and surgery was prolonged. The reason for iol explantation has not been specified by the reporter. Despite follow-up attempts made by rayner personnel to facilitate further investigation of the event, no additional information has been forthcoming. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. Our review of production records for the rayone emv rao200e batch 065272001 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 065272001. The root cause cannot be established due to insufficient evidence and information.

Event description:
On 4th november 2025, rayner received notification form a us healthcare facility of an event that occurred during use of a rayone emv rao200e. While no event description is given, the report states that lens explantation (reason unspecified) was required and that surgery was prolonged.